Event description:
It was reported that the patient's four drg leads were cut during an explant procedure on an unknown date. The remnants remain left implanted. Surgical intervention may take place to resolve the issue.

Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.